Event description:
It was reported by the rep that the (1) lcsc5 and the (1) hp052 were used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the lscs5 worked well in the beginning but got steadily worse throughout the case with continuous steady tones. The techniques tried were grasping tissue lightly then activating the blade, activating the blade and then grasping, re-torquing, and cleaning. However, it would start working then steady tone prior to completing coagulation and transection. Both devices are being returned. The or time was extended by 20 minutes.